Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A school nurse for the customer called in to report that the insulin pump alarmed no delivery and motor error. As a result of the alarms that occurred the customer's blood glucose level went up to 409 mg/dl, and the nurse disconnected customer from insulin pump and treated with a manual injection. During the call the customer's blood glucose level rose to 440 mg/dl and the nurse administered another manual injection. The nurse stated the customer tested positive for large ketones. The customer's symptoms included nausea, stomach ache, and increased urination. The nurse completed troubleshooting but did not find any air bubbles, leaks, cloudy insulin, bent cannulas, irritated site, incorrect settings, or occlusions. The nurse did find a low reservoir alert and a low battery alert in the alarm history. The nurse stated the dome label was missing. The nurse stated she would contact customer's mother. Nothing further to report.